Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a prep stick. The customer states that the sponge tip is coming off of the stick during vaginal prep. The doctor had to remove the sponge using forceps. There was no other medical intervention required and the customer was not given any medications or antibiotics as a result of this incident.

Manufacturer narrative:
Submit date: 03/28/2013. An investigation is currently underway. Upon completion , the results will be forwarded.